Event description:
It was reported the patient is not receiving effective therapy on their scs system due to high impedances on both leads. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient information. Patient's weight was requested but not provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the entire scs system was explanted to address the issue.